Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by medtronic csc that the customer got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 6 mg/dl at the time of the incident. The customer stated that pump dumped all the insulin in the reservoir into his body. The customer got a buzzing sound and a no insulin message at the time of the over delivery. No further details were provided.